Manufacturer narrative:
Failure analysis on the returned power management board shows that the c59 crack damage on the power management pcba created the 111b, 1115, and 1201 error codes.

Event description:
The field service engineer reported that during servicing of this unit. The ventilator alarmed with 35 volt failure. The fse reported that the unit was not in use on patient.